Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The thrombotic target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 16 mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was deformed. Subsequently, dilatation was performed with a 2 x 10 mm balloon catheter and the procedure was completed with a 3 x 18 mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The thrombotic target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was deformed. Subsequently, dilatation was performed with a 2x10mm balloon catheter and the procedure was completed with a 3x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: promus element plus,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Proximal stent strut rows were bunched in a distal direction. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Proximal stent strut rows were bunched in a distal direction. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The thrombotic target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was deformed. Subsequently, dilatation was performed with a 2x10mm balloon catheter and the procedure was completed with a 3x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.